Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advance (tfna) procedure on (B)(6) 2018, the hex flexible screwdriver broke after tightening down the locking mechanism in an unknown tfna nail. No fragments were generated. There was no surgical delay and procedure was successfully completed. The patient outcome is fine. Concomitant devices reported: tfna nail (part: unknown, lot: unknown, quantity: 1). This report is for a 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.037.028, lot 9298597: manufacturing site: haegendorf. Release to warehouse date: january 16, 2015. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: visual inspection performed observed that the shaft of the device is broken at the end the first rotation of the irregular spiral cut. The break fully extends from the start of the spiral cut to the adjacent edge of the next rotation. No new issues were observed other than the minimum surface wear that will not affect product functionality. The given complaint condition is consistent with the given complaint condition and the complaint condition was confirmed. Relevant drawings for the returned instrument were reviewed and no design issues were identified. Dimensional inspection performed at the broken shaft portion measured within tolerance. A definitive root cause could not be determined from the provided information. However, the condition is consistent with exposure to an exceeding off axis bending force. While, further raw material inspection was not performed as sub-components of the given device are not lot tracked, based on the age of the device (3+ years) and the received condition of off axis bending, there is no indication that the material would have contributed to this complaint condition. The overall complaint condition is confirmed. However, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Date of manufacture is now known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.